Event description:
It was reported that the stent shaft broke. A synergy xd mr ous 2.25 x 12mm was selected for treatment of the target lesion. During advancement of the stent, the stent guide broke. The delivery system was removed from the patient, and another stent was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the stent shaft broke. A synergy xd mr ous 2.25 x 12mm was selected for treatment of the target lesion. During advancement of the stent, the stent guide broke. The delivery system was removed from the patient, and another stent was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the synergy stent delivery system. A visual examination of the device revealed a break in the hypotube shaft 15.5cm distal to the distal end of the strain relief. There were also multiple kinks along the length of the hypotube shaft. A microscopic examination revealed no further damages or defects. Based on the event description it is likely that interaction with potentially challenging patient anatomy or ancillary devices used in the procedure resulted in a restriction being encountered. During the advancement it is likely that unintentional excessive force may have been applied to the device which led to the observed break and multiple hypotube kinks. This investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event.